Event description:
It was reported that the customer was in the emergency room due to high blood glucose over 600mg/dl. Troubleshooting was performed. The mother stated that the cannula was bent, but the insulin pump did not alarm no delivery. The caller also mentioned having multiple failed battery test alarms. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.